Event description:
Information received by medtronic indicated that the insulin pump had a crack alongside the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use device.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the battery tube. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), partially detached retainer, cracked retainer, cracked reservoir tube lip, and minor scratches on window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Additionally, cracked retainer and partially detached retainer ring was noted.